Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The optic had scuffs and particulate. The product did not meet release criteria and the complaint will be reviewed with the appropriate inspection personnel. There have been no other similar complaints reported in the lot number. Add'l info was requested on 10/22/2009 by email. Add'l info was received on 10/29/2009. No further info is expected. (B) (4). (B) (4). (B) (4).

Event description:
A risk manager reported the surgeon noted scratches on an intraocular lens (iol). There was no pt involvement. No further info is expected.